Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a planned high risk percutaneous coronary intervention with the impella cp. The patient had had a balloon aortic valvuloplasty prior. During insertion and engagement of the right coronary artery, the impella flows dropped. Medical staff suspected the catheter might have dislodged some calcium but left the impella in place. The impella was successfully weaned and explanted shortly thereafter.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: cp pump sn (B)(6) and usb were returned. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Clinical narrative was completed therefore b5 updated.

Event description:
Clinical narrative: impella cp was placed in an 84-year-old female with known coronary artery disease underwent a planned high-risk percutaneous coronary intervention via right femoral access with impella cp support. Balloon aortic valvuloplasty was performed prior to impella insertion. The impella cp was inserted per standard technique, placed in auto mode, and initially generated flows of approximately 3.5¿3.7 l/min. During right coronary artery intervention involving angioplasty, stent placement, and shockwave intravascular lithotripsy, a transient decrease in impella flow to approximately 1.2 l/min was observed. The treating physician attributed this change to procedural factors, and the patient remained hemodynamically stable. The pci was completed, and the impella cp was subsequently weaned and explanted. The impella cp will be coded for thrombosis. The reported event is attributed to the patient¿s critical illness, hemodynamic instability and procedural factors. No causal relationship between the device and the reported event was identified. The patient survived.